Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had repeated downstream occlusion alarms during a patient infusion. It was stated that the pump was running a hydration at high flow 220ml/hr with no filter. After the downstream pressure limit on the pump for the chemotherapy patient was set to high, it reduced the number of alarms. The event occurred during patient infusion. There was no patient injury or medical intervention associated with this event, just delay in therapy. No additional information is available.